Event description:
In 2008, the lay user/pt contacted lifescan (lfs) alleging a one touch ultra meter was displaying error messages; ER 3 and ER 5. The complaint was classified based on the customer care advocate (cca) documentation since medical affairs specialist (mas) was unable to contact the pt to obtain add'l info. The pt indicated that the alleged meter issue started "approx four days prior, probably in the afternoon" when she noticed the error messages on the reported meter. She indicated that she felt "shakiness" at an unspecified time after the reported issue. As a result of the reported issue, the pt ate food and/or drank beverage for her diabetes treatment. The pt was not tested on any other blood glucose monitoring devices and did not seek any medical intervention after the reported issue with the lfs prod. The pt tests her blood glucose once a day. She manages her diabetes with diet and exercise. It would have been helpful to know the following info: when the pt typically tests her blood glucose during the day, her diabetes mgmt regimen, when the reported error messages first occurred, what her last blood glucose result was on the reported meter, and when the result was obtained. In addition, it would have been helpful to know what her activities were before the symptoms and whether she treated herself after the reported issue. At the time of troubleshooting, it was verified that this was not a new prod. The correct technique was used for testing and test strips were in good condition. However, the alleged issue was not resolved when a retest was performed with a new vial of test strip. The pt's prods are being replaced. This complaint is being reported because the alleged issue was not resolved with troubleshooting. In addition, the pt claimed that she developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet rec'd them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.